Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "purge failure alarm" is unable to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that post-surgery a fiber-optic intra-aortic balloon (iab) was being inserted in the or. Medical staff were getting cal key corrupt and purge failure alarms. Staff attempted to reconnect the cal key by turning the cal key over and reconnecting and still got the cal key corrupt message. When they tried to pump using just the arterial pressure from the central lumen, they got a purge failure alarm. All of the waveforms were present on the screen and trigger criteria was recognized, however, the purge failure alarms each time they tried to pump. The clinical support specialist (css) had them change to a second console. They were able to pump without alarms. Css had them connect the fiber-optic to the second console, they got a fiber-optic arterial pressure waveform, no error messages, and the pump is using the fiber-optic tracing. The pump is pumping and the patient is being supported. It was recommended that the pump be evaluated by biomed. There were no reported patient death, serious injury or complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-surgery a fiber-optic intra-aortic balloon (iab) was being inserted in the or. Medical staff were getting cal key corrupt and purge failure alarms. Staff attempted to reconnect the cal key by turning the cal key over and reconnecting and still got the cal key corrupt message. When they tried to pump using just the arterial pressure from the central lumen, they got a purge failure alarm. All of the waveforms were present on the screen and trigger criteria was recognized, however, the purge failure alarms each time they tried to pump. The clinical support specialist (css) had them change to a second console. They were able to pump without alarms. Css had them connect the fiber-optic to the second console, they got a fiber-optic arterial pressure waveform, no error messages, and the pump is using the fiber-optic tracing. The pump is pumping and the patient is being supported. It was recommended that the pump be evaluated by biomed. There were no reported patient death, serious injury or complications.